Event description:
As reported, after deployment of a 6/7f mynxgrip vascular closure device (vcd) the physician noticed that the white compression tube appeared to be missing and only saw the inner black shaft. Upon further examination, the physician noticed that the white compression tube and the mynx sealant appeared to have gone back up to the black handle along with the 6f non-cordis sheath and shuttle. The balloon was subsequently deflated, the mynxgrip device was removed from the patient, and manual compression was used to achieve hemostasis. No harm nor injury occurred to the patient. After proper preparation of the device, the physician inserted the tip of the mynx into the 6f non-cordis short procedural sheath to the white marker, inflated the mynx balloon until the black pressure indicator marker was fully visible, closed the stopcock on the mynx, retracted the mynx until the balloon abutted the arteriotomy, shuttled the sealant down to the arteriotomy, and slid the 6f non-cordis sheath and shuttle back up to the black handle. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the 6f non-cordis sheath. The femoral artery¿s suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. After performing a heart catherization with a retrograde approach, the physician attempted to use a 6/7f mynxgrip to close the femoral artery. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device used during the procedure was discarded; however, five sterile units will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, g3, g6, h1, h2, h3, h6, and h11 complaint conclusion: as reported, after deployment of a 6f/7f mynxgrip vascular closure device (vcd), the physician noticed that the white compression tube appeared to be missing and only saw the inner black shaft. Upon further examination, the physician noticed that the white compression tube and the mynx sealant appeared to have gone back up into the black handle along with the 6f non-cordis sheath and shuttle. The balloon was subsequently deflated, the mynxgrip device was removed from the patient, and manual compression was used to achieve hemostasis. No harm or injury occurred to the patient. After proper preparation of the device, the physician inserted the tip of the mynx into the 6f non-cordis short procedural sheath to the white marker, inflated the mynx balloon until the black pressure indicator marker was fully visible, closed the stopcock on the mynx, retracted the mynx until the balloon abutted the arteriotomy, shuttled the sealant down to the arteriotomy, and slid the 6f non-cordis sheath and shuttle back up to the black handle. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the 6f non-cordis sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. After performing a heart catheterization with a retrograde approach, the physician attempted to use the 6f/7f mynxgrip to close the femoral artery. The deployer¿s mynx was certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device used during the procedure was discarded; however, five sterile units will be returned for evaluation. Five (5) sterile, unused mynxgrip 6f/7f devices from the same lot as the complaint device were received for evaluation inside of their original box and sealed packages. The devices were unpacked to proceed with the product evaluation. During the visual inspection, all the units reviewed were found with no anomalies. Per functional analysis, simulated deployment tests to ensure the functionality of the returned devices were performed. The shuttles were advanced completely without issue, and the advancer tubes were observed to be properly engaged to the proximal tamp locks during the device failure investigation. The returned devices performed as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, visual inspection at high magnification showed that the sealants remained in their manufactured positions and the advancer tubes were found inside the outer cartridge tubing. The reported event of ¿sealant-failure to deploy-advancer tube¿ could not be confirmed as the complaint device was not returned for analysis. Also, the event was not confirmed through analysis of the returned sterile devices since they passed functional analysis of the deployment mechanism with no anomalies noted. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to failure to deploy reported since the sterile devices were able to pass functional analysis to deploy the sealants with no anomalies/damages noted. However, procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment due to incomplete shuttling (even though it was reported that the user shuttled down completely) possibly contributed to the issue experienced by the customer. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis of the sterile devices, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.